Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was in unbearable pain and needed the pump dose increased. The patient's wife was looking for their manufacturer representative's (rep) phone number. It was noted that the patient had been moved from the hospital to a rehabilitation facility. Per the patient's wife, "you can come there to increase the medicine in his pain pump", instead of the hospital as initially requested. The patient had been waiting for a very long time for an increase and was in unbearable. The increased was authorized by a doctor at a pain clinic. Per the patient's wife, "because of some mix-up, you were unable to increase his dosage last week in the hospital and he has been waiting since then".